Event description:
The customer reported via phone call that they had fluctuating blood glucose. Customer reported their blood glucose rising to 502 mg/dl and then dropping to 59 mg/dl. The customer corrected their blood glucose with food. The customer also reported their blood glucose fluctuating between 400 mg/dl throughout the night. The customer's current blood glucose was 410 mg/dl. Customer was concerned that they did not receive their correction. Troubleshooting did not find any air bubbles in the customer's tubing or reservoir. The customer also stated the insulin pump passed a high pressure test during troubleshooting. The customer was advised to complete a set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.